Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that buttons are harder to push and are unresponsive and had motor error. Customer's blood glucose level was unknown at the time of incident. Customer stated that battery had hairline fracture, piece of plastic around reservoir popped off, had to rewound more than once and shut off unexpectedly. The insulin pump will not be returned for analysis.